Event description:
The caller reported a malfunction on the pump, identified by a code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions. The caller decided to continue using the pump and was advised to contact support again if the issue recurred.